Event description:
The following information was previously reported in MFR report # 3004209178-2012-07768 [...additional information received reported that during a replacement procedure of the patient's ins's, low impedances less than 250 ohms were measured on the newly implanted device(s). The following electrode combinations and their impedances were reported: 0/1 " 86 ohms, 0/3 - 107 ohms, 1/3 - 92 ohms, 0/2 - 929 ohms, 1/2 - 920 ohms, 2/3 - 918 ohms, c/0 - 476 ohms, c/1 - 468 ohms, c/2 - 872 ohms, c/3 - 468 ohms. The connection was separated and cleaned more than once, but it did not resolve the impedance issue; the only viable contact appeared to be #2...], and any additional information received will continue to be reported in this MFR report: additional information received reported that the device and two connectors were not working after implant. It was confirmed that low impedances were seen with device. Cause of the event was unknown. Abnormal impedances were measured (0/1 - 84 ohms, 0-3 - 108 ohms, 1/3 - 93 ohms). X-ray was performed and there was no fracture, disruption, or kinking of the wire seen. The device was reprogrammed to new settings (1- 2+) and resulted in normal impedances at these settings. Old settings (1- 3+) still showed low impedances. No patient symptoms associated with the event. Hospitalization was not required and patient had no injury.

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 7426, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3387s-40, lot # v499735, implanted: (B)(6) 2010, product type lead. (B)(4).